Event description:
It was reported that the housing on the mobile power unit (mpu) was damaged.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged housing on the mobile power unit (mpu) was confirmed via visual analysis of the returned unit. The heartmate mobile power unit (serial number (B)(6)) was returned and evaluated at the european distribution center (edc) on 26sep2022. During the evaluation, the heartmate mobile power unit, serial number (B)(6) was observed and a cracked bottom cover was noted, confirming the reported event. The damaged bottom cover was replaced, and preventative maintenance was performed on the unit. The system then underwent a full functional checkout and passed all steps without issue. The unit operated as intended despite the damage to the unit. No further testing was completed on the unit. The device is waiting on a v-lock cable and will be available in the loaner pool when the v-lock is received. The root cause of the reported event could not be determined through this analysis. Incidental findings: discolored housing, damaged red battery strap, and a loose gap in the mpu patient cable. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook and section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.